Event description:
The reporter stated that the surgeon inserted an aa4203tf single piece silicone with toxic optic. The lens trailing haptic tore off upon insertion into the eye. The incision was enlarged to remove the lens. No sutures were required. No patient injury.